Manufacturer narrative:
A2: age at time of event: 18 years or older. B5 - describe event or problem: added information, based on additional information. Device evaluated by MFR: the device was returned for evaluation. Visual and microscope inspection were performed. Inspection of the device revealed a nickel shaft fracture located at 2 cm from the strain relief. Inspection of the returned device revealed a nickel shaft fracture. No other issues were identified during the product analysis.

Event description:
It was reported that microcatheter fracture occurred. A single/027/straight/1ro/155 direxion hi-flo was selected for liver cancer treatment. During the procedure, it was found that the microcatheter was fractured. The device was replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable. It was further reported that the fracture was about 5 to 10cm from the hub.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that microcatheter fracture occurred. A single/027/straight/1ro/155 direxion hi-flo was selected for liver cancer treatment. During the procedure, it was found that the microcatheter was fractured. The device was replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable.